Event description:
A device was returned to the third party service center as part of the recall process with no initial complaint. During the evaluation of the device, the third party service center visually inspected the device and found yellow particles. This report is being submitted for the yellow particles found during service. After the evaluation of the device, the third party service center scrapped the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.